Event description:
It was reported that the customer dropped his pump into a fire pit and it melted the end of the reservoir. Customer's blood glucose level was 99 mg/dl. Damage was located on the battery and reservoir compartment. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: pump was received with melted reservoir tube lip, melted battery tube threads and melted battery cap. Unable to perform displacement test due to melted battery tube threads. Unit had minor scratched lcd window.